Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output and a hypoglycemic event occurred. The patient stated no on the dexcom resulted in a missed alert for a low glucose value. He stated on the morning of (B)(6) 2019, his blood glucose (bg) was 201 mg/dl. He ate a regular breakfast, was busy all day and did not eat much later but felt fine. At 5:00 pm he finished some truck repairs for a friend, notified the friend he was leaving the key for him in the parked truck, and then was found unconscious in the truck shortly after, about 50 feet away from where he had previously parked it. He doesn¿t remember having moved the vehicle and stated the device didn¿t alarm for low or urgent low. He woke up in the ambulance at 5:30 pm. His bg was 26 mg/dl and he was given an unspecified injection to raise his glucose. He was hospitalized for a week as they had difficulty then getting his glucose under 375 mg/dl. He was discharged when it got down to 160 mg/dl. At the time of contact the patient was still not feeling well, with lethargy and high glucose levels. No product or data was provided for evaluation. Confirmation of the allegation and a root/probable cause could not be determined. No additional patient or event information is available.